Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. The device was received with cracked reservoir tube lip. The connector on the lcd was inspected and there was no unlocked keypad connector.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they dropped the insulin pump. Customer's blood glucose reading was 170 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.